Manufacturer narrative:
Sample information was not provided. Calibration was performed prior to both testing dates on (B)(4) 2009 and (B)(4) 2009. Both calibrations used identical reagent and calibrator lots. System check data, provided for (B)(4) 2009 and (B)(4) 2009, passed all specifications. Quality control (qc) was within passing range on both run dates. Customer did not report any event log messages associated with event dates. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous high access toxo igg (toxoplasma gondii immunoglobin g antibodies) test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test result was reported out of the laboratory. Repeat analysis was performed with another sample and a retest of the initial sample. The test results were within the normal range. Samples were sent to beckman coulter inc. Testing confirmed that the sample was non-reactive. No reports of death or serious injury, and no affect to patient treatment as a result of this event.